Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a itchy irritation described as a skin allergy underneath the lifevest. The patient's physician prescribed a cream for the irritation. After using the cream, the patient's irritation improved.